Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the vena cava wall and mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and nine months later, a nuclear medicine (nm) ventilation perfusion scan was performed, and it revealed there are two small peripheral and wedge-shaped perfusion defects in the right lung base. There was one wedge-shaped segmental defect in the left lung base. Intermediate probability of pulmonary thromboembolus. After three days, pharmo-mechanical thrombectomy of the left ilio-femoral system with an 8f 25cm trellis thrombectomy system was performed. Successful balloon angioplasty with thrombus maceration of the left iliac venous system with an 8.0*100 balloon. After seven months, a venogram was performed and it revealed distal inferior vena cava was occluded at the site of a filter and occluded filter. This occlusion continued down to the common femoral on the right and the common femoral on the left. Successful stent placement from the distal inferior vena cava to the right external iliac vein with an 8.0*150 cordis stent and successful stent placement from the distal inferior vena cava to the left external iliac vein with an 8.0*150 cordis stent. After one year and nine months, a computed tomography (CT) abdomen without contrast was performed and it revealed there are bilateral common iliac metallic venous stents which extend into the distal inferior vena cava. These stents extend inside of a distal filter with the stents extending to the level of the filter dome. The filter struts penetrate the caval wall as does the right-sided iliac stent. Therefore, the investigation is confirmed for alleged filter occlusion and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown.based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2015). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the vena cava wall and mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.